Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the tecnis symfony toric intraocular lens (model zct300 +14.0 diopter) was removed and replaced from the patient¿s right eye due to a scratch noticed on the lens during implantation. Additional information was received, and it was learnt that during the removal process a minimal incision enlargement was performed and one suture was used. A back-up lens (same mode and diopter) was implanted as a replacement. The suture was removed on post-op day one. The patient was reported doing fine when discharged. The account commented that the sample is not available for inspection. No further information was provided.